Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered boluses without user input. The customer's blood glucose (bg) level was 50 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On april 6th, 2023 tandem diabetes care was informed of an update regarding the customer's pump issue. The distributor was unable to duplicate the customer's issue and the pump was found to be in working condition. The device will not be returned to tandem for investigation.